Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the air water tube has foreign objects identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction, the most probable root cause of the malfunction image distortion in the lower part of the screen was due to damage on charged coupled device unit and the most probable root cause of the malfunction air water tube has foreign objects was not identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had image distortion in the lower part of the screen. The event had occurred during reprocessing. There were no reports of patient involvement.